Manufacturer narrative:
According to the report, stent was put in patients with pancreatic cancer to release obstructive jaundice, and later pancreatitis was shown to remove the stent, which caused severe bleeding. But, in physician's comment, the relationship between false aneurysm and stent placement is unknown. And the bleeding is not known whether it was caused by the elimination of the stent. Since the manufacturing history of the product cannot be confirmed, it is difficult to confirm that it has passed the unusual and normal manufacturing and inspection. We describe in the user manual 18 for stent elimination. We specify that instructions for removal of niti-s full covered stents, visually examine the stent for any tumor in-growth/over-growth into the stent lumen or whether the stent is occluded. If the stent lumen is clear, carefully remove using a forcep and/or snare. Grasp the retrieval string and/or collapse the proximal end of the stent then carefully retrieve the stent. If the stent cannot be easily withdraw, do not remove the stent. In addition, although the stent has been removed, but the product is not returned and it is impossible to analyze the exact cause. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
On (B)(6) 2018: the stent was placed for the patient with pancreatic cancer to release obstructive jaundice. On (B)(6) 2018: pancreatitis has been slightly seen on the patient and it was determined to remove the stent. After the stent was removed via endoscope, heavy bleeding was found and hemostasis was performed by emergency angio. On (B)(6) 2018: it was followed-up in ICU and the patient condition was stable. Physician's comment: it is unknown whether false aneurysm was formed before or after placement of the stent and the relationship is unknown. It seemed that third portion was narrowed and duodenal pressure was high.